Event description:
Boston scientific received information that this patient, who has this implantable cardioverter defibrillator (ICD), developed a pleural effusion. The decision was made to use puncture to resolve this issue. There was no allegation against the device, and it was suspected this was the result of patient condition. There were no additional adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Additional information was received that this ICD was explanted, but no further details were provided.